Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and indicated the customer had already replaced na, k and cl electrodes, which resolved the issue. After the replacement, the customer performed quality control, and all passed. The customer verified the analyzer was back to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported calibration failures, and stability errors on their au480 clinical chemistry analyzer. As a result, the customer questioned patient results for ion selective electrode (ise) tests, specifically sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to observations of low anion gap values. There was no report of change to treatment, injury, or death associated with this event. The customer provided initial results for two patients but did not include their demographics.